Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a procedure with a peripheral viperwire guide wire and orbital atherectomy device (oad), the viperwire fractured in the popliteal artery. A fragment of the wire was retrieved via a snare. Additional fragments remained in vivo, and were ballooned into the vessel wall of an unknown tibial vessel.